Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately calcified, de novo, mid left anterior descending (lad) artery after lesion pre-dilatation with a 1.5 x 8 balloon at 12 and 14 atmosphere (atm) the 2.75 x 18 mm xience pro stent was implanted; however, a distal stent edge dissection was noted. A 2.5 x 12 mm xience pro stent was used as treatment without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.